Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery treating an ankle joint. After using one screw, when the nurse attached the second screw to the screwdriver, they said that the grip was very loose, and it looked like it was going to idle. The first screw had been firmly grasped. The surgeon also felt that the grip was somewhat weak, so they opened another one of the same size. The newly opened screw seemed to have a slightly better grip, so the surgeon used that. As a result, there were no problems when inserting the screw. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 407.642s, lot # 372l493, manufacturing site: früh verpackungstechnik ag, release to warehouse date: 10 feb 2025, expiration date: 01 feb 2035, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 407.642, lot number: 47500p7, manufacturing site: mezzovico. Release to warehouse date: 09 jan 2025. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. H11 additional narrative: corrected: h4.